Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding baker grade, affected side, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are "capsular fibrosis," baker grade unknown, itching under the armpits, always fatigue and headache."

Event description:
Patient reported "capsular fibrosis," baker grade unknown on an unspecified side. Patient additionally reported "itching under the armpits, always fatigue and headache"; these events are not related to the device. Device remains implanted.